Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end user had a biopsy conducted by a physician due to the intermittent redness; however, no additional information was able to be obtained regarding the biopsy when this event was followed up on. Additional information was requested on (B)(6) 2014, regarding the date of the event and it was confirmed. It is believed that the end user provided the product lot information for the product lot being utilized at the time of the call which can account for the date of the event preceding the date of MFR. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2014.

Event description:
An end user reported redness with intermittent itching under the tape boarder. The end user stated it only happens when 'it gets warm.' It was also reported there is no open skin or drainage from the site.